Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 4.5 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field for a status update regarding this device. Bsc was informed that this device remains implanted and in service, as the patient is not pacer dependent, and has other comorbidities. The patient will be issued a latitude device (home monitoring system), and this device will continue to be monitored remotely.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease of approximately 4.5 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.